Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported signal issue resulting in the cancellation remains unknown. Device return was requested however it is still in use at the facility.

Event description:
The amplifier did not send ECG signals and the procedure was cancelled with no adverse consequences to the patient. The device is still in use at the facility. This was a user error.